Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection may have been procedure related.

Event description:
During a coronary sinus cannulation, a dissection occurred. No intervention was required to treat the dissection and the patient remained stable. Another procedure will be scheduled once the dissection heals.